Event description:
On 29-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in germany. It was reported that infusion set's tubing got detached at the quick release. The patient noticed insulin out of the tubing about two hours after changing the set. This issue occurred with five sets. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that infusion set's tubing got detached at the quick release. The patient noticed insulin out of the tubing about two hours after changing the set. This issue occurred with five sets. No further information available.